Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received other text : na.

Event description:
It was reported that the lead exhibited impedance less than 200 ohms in the bipolar configuration. The lead was capped.